Event description:
Following an angioplasty of the left femoral artery via the right groin in 2002, a vasoseal es was deployed. The operator reported that the plug did not appear to achieve hemostasis, so manual pressure was held for 15-20 minutes. Following manual pressure, a small hematoma was noted. The site was dressed and the patient was held for approxiamtely six hours prior to being discharged home. The patient presented to the emergency room 2 days later complaining of pain and swelling in the groin and scrotal area. Upon examination, a large right groin hematoma with associated scrotal swelling was noted as well as marked hypotension. The patient was afebrile. Due to the profound hypotension, the patient was transferred to the ICU where the patient was intubated. Aggressive treatment was initiated. Wound cultures of the groin area were negative, while the cultures done on abdominal wall blisters present and right tight showed moderate e. Coli. The patient was diagnosed with septic shock and the patient was taken to surgery for right thigh dissection. There was no evidence of tracking necrosis to the area and no hematoma was noted. Pathology revealed necrotic tissue and acutely inflamed tissue in the skin and soft tissue of the right groin. The superficial layers of tissue were necrotic and were removed. There was no notation of the collagen plug being found during the surgical procedure, no was a collagen plug identified in the pathology reports. The patient expired in 2002.